Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot: 9616875. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4.5mm x 22mm enterprise (enc452212 / 9682209) was impeded in the proximal end of the associated 150cm x 5cm prowler select plus microcatheter (606s255x / lot#: unknown) and could not advance further. The physician retracted only the stent and replaced it with a second stent, another 4.5mm x 22mm enterprise (enc452212) from lot: 9616875. The second stent was impeded in the hub of the microcatheter and could not be pushed into the microcatheter. The stent component of the second stent was also found to have become prematurely detached from the delivery wire in the microcatheter hub. The physician removed the microcatheter and the stent from the patient and replaced both devices to complete the procedure, which was reportedly prolonged by about 25 minutes. There was no report of any negative patient impact. On 06-may-2026, additional information was received. Per the information, the procedure was targeting the v4 segment of the left vertebral artery. There was resistance during the advancement of the stent at the proximal end of the microcatheter. Adequate continuous flush had been maintained through the microcatheter during the procedure. For the first stent, there was no damage noted on the stent / stent delivery system. For the second stent, aside from the reported premature detachment, there was no damage noted on the stent / stent delivery system. The replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The information confirmed there was no negative impact on the patient and the physician did not consider the reported 25-minute procedure extension to be clinically significant.